Event description:
It was reported that the 9900 system experienced an overload fault during a case. It was reported that the procedure was long and the pt was large and the technique was at near max exposure most of the time. The 9900 system had to be rebooted and the procedure was completed with an occasional error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service.